Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger- unable to charge battery pack) has been confirmed. As received, the battery charger/modem was unable to charge battery pack. Upon eval, the q1 current-controlling transistor on the bedside board was thermally damaged and there was liquid contamination on the battery board. The cause for the contamination was ingress of an unk liquid. The root cause for the thermally damaged component cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to charge a battery pack.